Manufacturer narrative:
The electronic device log file was analyzed by the manufacturer. According to the recorded data the device was used for nearly one hour in manual ventilation mode and switched to standby then. When the user attempted after 10 minutes to switch back to automatic ventilation the device detected a wrong motor position. The apollo reacted as specified with an autonomous shutdown of the ventilator and alarmed audibly and visibly for "ventilator fail". In this case the ventilation mode man/spont will autonomously be activated. Manual ventilation will then be possible and also monitoring functionality will remain unaffected. The dispatched fse replaced the motor, the piston diaphragm and the light barrier positioning detection unit i.e. All parts that can be put in causal connection to the observed ventilator failure. The machine was tested according to draeger specification afterwards with no further deviation found. The replaced part have not yet arrived at the manufacturer to enable a root cause differentiation. However, a reasonable explanation would be that dirt particles either on the encoder wheel or inside the light barrier were disturbing the correct detection of the motor position.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation is still on-going. Results will be provided within a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The case was completed and there was no patient injury reported.